Manufacturer narrative:
The product has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 32.6 mmol/l with extreme drowsiness. The event was reviewed with the reporter. The reporter indicated that they recently received a new pump; the reporter indicated that the pump's auto off feature was activated on the new pump was a feature that was not used on the old pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with incorrect settings on the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Pump was returned with the auto off feature disabled. No auto off alarms observed in the current pump history. The auto-off was set enabled with 1hr duration for testing purposes; the pump gave the proper audible and visible alert at the correct time. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.